Manufacturer narrative:
The lens was returned in an opened peel pouch. Solution is dried on the lens. Both haptics are broken from the gusset area (only one haptic was retuned for evaluation). The optic is cut in half, typical of insertion and removal. Associated cartridge and handpiece products were not provided. A viscoelastic was indicated. The root cause was determined to be most likely unrelated to the product. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient was unhappy with their vision. The iol was exchanged for another model and power in a secondary procedure. Additional information has been requested.